Event description:
A (B)(6) old male underwent aaa repair on (B)(6) 2010. The physician placed the stent graft until the patient's right external iliac artery because the patient's right common iliac artery was short. At (15mm) after embolized, the patient's right internal iliac artery, then the physician placed the stent graft. The physician placed 2 iliac legs for prevent of endoleak because the patient's left common iliac artery was wavy condition. The patient's left internal iliac artery was occluded by the ipsilateral leg. After the physician confirmed that the left internal iliac artery was occluded, then he tried to push up the stent graft with the delivery system, but it could not be moved. The physician ended the procedure. The patient is being kept under observation.

Manufacturer narrative:
Patient and device - occlusion is labeled in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU) which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is deployment. This failure mode was assigned based on the provided event description and the physicians' opinion of the event. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints.